Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following questions: does the user inspect the device for any abnormalities before using it: yes. S this evice been used on a patient with foreign material: there is a possibility that it was used. The customer performs pre-clean steps without any delay but there is a possibility that sufficient brushing could not be performed by customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may have been left as a result of reprocessing deviation from instructions for use. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "detection way is included in gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection. Preventive measures are included in gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning, 3.5 manual cleaning." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of free play was confirmed. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, the play of right/left knob was out of the standard value. The allegation of reduced angulation was confirmed. Due to wear of angle wire, bending angle in up, down, left, and right directions did not meet the standard value. The allegation of connecting tube being wrinkled was confirmed. In addition to evaluation in b5, due to a crack on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. The light guide lens had a crack. The plastic distal end cover had a crack. The adhesive on the bending section cover was detached. The image guide protector had a cut. Forceps channel port had a dent. Suction cylinder was shaved. The switch button 1 had a cut. The switch box had a scratch. The universal cord had a scratch. The universal cord had discoloration. The scope connector had a scratch. The scope connector cover unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus senior field service engineer reported on behalf of a customer, the colonovideoscope had wrinkles on connecting tube, low angulation, and free play. The event was found during reprocessing. There was no report of patient harm. During incoming inspection, an unknown yellowish-brown colored foreign material was in the nozzle due to insufficient reprocessing. Also, the following parts were dirty: bending section cover has clotting protein, plastic distal end cover, control unit, grip, up/down and right/left knobs, and scope cover. This medwatch is being submitted to capture the reportable malfunction found during evaluation.